Event description:
It was reported an unknown surgery on (B)(6) 2024 and suture was used. The suture became loose at the beginning in ligating blood vessels. There was no surgical delay. It was not a control release needle. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: qty of product involved- 5. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify how many devices was used during this single procedure a total of five suture were used during and outside of surgery. If there are multiple patient events, ask: single operation. 2. Provide the specific number of patient events: 3. Did the event occur during one or multiple patient procedures? 4. What is the total number of procedures? 5. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 6. Please provide lot number- unk. 7. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4, g1. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: lot number of ip-02079585: unk => tjmdhq. Qty to be returned of ip-02079585: 5 => 1. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and this event no longer meets reportable malfunction criteria. Therefore, this medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.